Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers 150 ml capacity had particulate matter inside the sterile bag, described as small, hairlike, tiny particulates. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.